Event description:
Received from voice of customer survey (voc): briefly share with us the main reason(s) you have decided to stay with in-center dialysis. I can't deal with that catheter get too many infections. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information can be obtained about the unspecified infections. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).